Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
References the main component of the system and other applicable components are: product ID: 3888-56, lot# v247274, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension. Product ID: 3487a-56, lot# v241048, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: 3487a-56, lot# v164527, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: lead. Product ID: neu_siliconeanchor, lot# unknown, product type: accessory. Analysis of the ins found that the ins was functionally okay with insignificant anomalies. It was found that the #3 conductor was broken 6.8 cm from the distal end at the #3 electrode weld-site of the first extension (3888-56, lot # v247274). It was found that the #7 conductor was broken 7.0 cm from the distal end at the #7 electrode weld-site of the second extension (3888-56, lot # v247274). It was found that all conductors were broken 22.0cm from the distal end, one conductor was broken 21.3cm from the distal end, and the #13 conductor was broken 1.2 cm from the proximal end at the #13 connector weld-site of the lead (3487a-56, lot # v164527). (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the patient via the manufacturer¿s representative reported that they had not recharged their implantable neurostimulator (ins) battery for several months and when they attempted to recharge was unable to do so. They were unable to communicate with 3 devices. There were no environmental, external, or patient factors that may have led or contributed to the issue. A physician recharge mode (prm) was performed and the patient was able to start a normal recharge session. The patient was instructed to charge to full and to keep the device charged the next few weeks. Additional information received on (B)(6) 2016 from a different representative reported that the patient¿s ins was overdischarged (od). A power-on-reset (por) was performed and the ins battery was charged to (B)(4) where the por was then cleared. The patient got good coverage once the stimulation was turned on. The patient was informed of the 3 strike rule and educated on charging. No surgical interventions occurred or were planned. The patient status at the time o f report was noted as ¿alive ¿ no injury¿. The issue was reported as resolved at the time of report. The indication for use for the implanted device was noted as chronic low back pain. Additional information was received from the manufacturer representative regarding the patient. It was reported that the patient had her system explanted and replaced with a new system. The patient¿s implantable neurostimulator appeared to be working well, but on the day of the surgery, the implantable neurostimulator was unable to read due to the patient being pulled back for surgery. The patient stated that she wanted a MRI compatible system and wanted sensor technology, and that is why she wanted it replaced. No patient symptoms or complications were reported.